Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the reservoir was identified. The pump was removed and replaced, while the old reservoir was kept in the patient and a new one was added to the system. There were no patient complications reported.